Event description:
It was reported that the event occurred in the cath. Lab for (iab) intra-aortic balloon therapy: to maintain coronary blood flow. The md prepped the iab and while trying to insert the iab into the sheath via the right femoral artery the md had difficulty. A new kit was retrieved and used successfully. The insertion of the second iab is unknown. There was no reported patient death, injury or complications. It is noted that there was no delay or interruption in iabp therapy. Medical/surgical intervention was not required. Additional information received (B)(6) 2015, the outcome of the patient is good.

Manufacturer narrative:
(B)(4). Additional information received on 07/10/2015. The md was eager to quickly treat the patient. The md inserted the iab through the sheath directly with no vacuumed before md took it out of tray. The iab was never totally pushed through the sheath it became stuck with an inch of the iab out of the sheath. The iab, sheath and guide wire were removed as one unit. The new iab was inserted into the opposite artery. First iab insertion was going to be in the right artery. The successful insertion was done via the left iliac artery.

Manufacturer narrative:
Evaluation: returned for evaluation was a 40cc 7.5fr (iab) iantra-aortic balloon catheter. Upon initial visual inspection, the catheter was noted bent in two areas. No blood was noted on or within the catheter. A bend was noted on the central lumen approximately 16.0cm and 24.5cm from the distal tip. No other damage or anormalities were noted with the catheter. The bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds fiver separate times. The iab was submerged in water and leak tested. The unit passed leak test. No holes or leaks were noted on the bladder membrane. A 0.025in guidewire was front loaded through the luer end of the iab. Resistance was encountered at the previously noted bends. The guidewire was able to advance. The guidewire was back loaded through the distal tip of the iab. Resistance was encountered at the previously noted bends. The guidewire was able to advance. No blood or debris exited with the guidewire. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of insertion difficulty is confirmed by visual inspection of the device. The central lumen was heavily bent, and the damage is consistent with insertion difficulty. The bladder passed dimensional inspection. The root cause of the damaged central lumen is undetermined.

Manufacturer narrative:
(B)(4).